Manufacturer narrative:
On (B)(6) 2015 we received additional information from the customer¿s clinical diabetes specialist that the customer¿s death was due to terminal pancreatic cancer. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer passed away, and the contact inquired about what they should do with the pump and supplies. The contact stated that the death was due to a different issue, and was not pump related. No additional information was provided.